Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip 30 stapler instrument had a partial fire. An intuitive surgical, inc. (Isi) clinical sales representative (csr) reported the customer initially converted to laparoscopy using a 3rd-party handheld stapler to finish the staple fire, then switched back to a da vinci and used the sureform 45 stapler instrument for the remaining portion of the case. It was noted the customer was using a white reload on a vessel and experienced a blade exposed message. There was no reported injury or harm. Isi followed up with the initial reporter and obtained the following additional information: the curved-tip stapler 30 instrument and system were inspected prior to use. At the time of the issue, the target tissue was the lung. The charge nurse informed the surgeon found the stapler instrument did not cut full length of jaws and experienced a blade exposed message. The customer did not observe any obstructions such clips, staples, or any other hard material between the jaws. No clamping issues were experienced prior to the reported issue. The lung tissue had no previous radiation or calcification observed. A handheld stapler was used to resolve the reported issue. It was noted the surgeon believed the reported issue occurred due to a defective staple load. The nurse confirmed there were no post-operative complications. The procedure was completed once the surgeon used the handheld stapler instrument with no reported injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis found the curved-tip stapler 30 instrument was found to have a firing failure based on the log review. While conducting the in-house testing, the instrument was found to have a cracked drive input disk. In addition, the curved-tip stapler 30 instrument was found to have broken snaps of the housing. The instrument was re-tested on the system by firing on 30mm reload of each color onto the same folded post-it note. It was noted the firing were completed with the gray, white, and blue reloads; however, a partial fire occurred when firing with the green reload. It was noted the green reload was the second reload fired of the four. The green reload firing failed at 31% completion per the logs. A review of the firing mechanism on the instrument showed that the spring load fire socket was not properly seated nor aligned with the mating hole channel. This was a result in the triangular pin in the reload not properly engaging with the fire socket during the firing, possibly leading to firing issues. The instrument was disassembled to remove the fire socket, and slight damage was found on the edges, which was indicative of possible misalignment between the reload triangular pin and socket opening. The socket opening dimensions were within specifications despite damage to edges.